Event description:
It was reported that during a post implant check of an asymptomatic patient, the atrial lead exhibited a loss of capture and sensing. The physician suspected that lead dislodgement had occurred. The lead was successfully revised that day.

Manufacturer narrative:
.